Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the right coronary artery. Following pre-dilation, a 2.50x20mm promus element¿ drug-eluting stent was advanced through a previously implanted stent. However, while the physician was advancing the device and was trying to pull it over to the vessel, resistance was encountered. It was then noticed that the stent struts were crushed and changed its shape after crushing with the previously placed stent. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was not in a bad condition.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the first two proximal stent struts were stretched and pulled in a proximal direction. The undamaged distal crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and slight damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a slight hypotube kink 185 mm distal to the distal end of the strain relief. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the right coronary artery. Following pre-dilation, a 2.50x20mm promus element ¿ drug-eluting stent was advanced through a previously implanted stent. However, while the physician was advancing the device and was trying to pull it over to the vessel, resistance was encountered. It was then noticed that the stent struts were crushed and changed its shape after crushing with the previously placed stent. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was not in a bad condition.